Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was unable to clear the alarm. Customer stated that the time clock was advance. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w version: 4.11 e. Retainer ring = black. Customer returned pump for alleged pump error 63, 49 and time/clock anomaly alarm found on (B)(6) 2022. The pump passed the displacement test active current test, sleep current test, and self test. Successfully utilized thus to download history/trace files. Pump error 63 was confirmed on (B)(6) 2022 at 14:48:02.000 with variable 12 (line number 341 file number 522) and pump error 49 was confirmed on (B)(6) 2022 at 15:10:00.000 with variable 12 (line number 1384 file number 26) the p-cap locks properly into the reservoir compartment. No anomaly time/clock during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Pump error 63 and 49 due to possible hw was confirmed. Time/clock anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test active current test, sleep current test, and self test. Successfully utilized thus to download history/trace files. Pump error 63 was confirmed on (B)(6) 2022 at 14:48:02.000 with variable 12(line number 341 file number 522) and pump error 49 was confirmed on (B)(6) 2022 at 15:10:00.000 with variable 12(line number 1384 file number 26) the p-cap locks properly into the reservoir compartment. No anomaly time/clock during testing. Pillowing keypad overlay and cracked keypad overlay were noted during visual inspection. The insulin pump was cut open to perform a visual inspection, and no moisture or physical damage was found on electrical board a 1, electrical board a 2, or the motor. Pump error 63 and 49 due to possible hardware was confirmed. Time/clock anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.